Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues.

Event description:
The customer reported falsely elevated magnesium (mg) results on one patient generated on the architect analyzer. The results provided were: sid(B)(6) mg = 2.90mmol/l / repeated = 0.81 / 0.82 / 0.82 / 0.80mmol/l (normal range 0.66-1.07mmol/l). There was no reported impact to patient management.

Manufacturer narrative:
The customer observed the cuvette wash pump bellows were leaking. The customer replaced the bellows (bellows only (rohs) pn 2-89054-02) and the issue was resolved. Return testing was not completed as returns were not available. A review of the architect, serial number (sn) (B)(6) service history did not reveal any other reports of discrepant or inconsistent results have been received since the bellows were replaced. A review of historical data for the bellows found no trends or systemic issues. A review of the monthly product monitoring review for c16000 systems found no systemic issues or trends for erratic/discrepant results. The architect system operations manual and c16000 system service and support manual provide adequate labeling regarding patient result flagging, limitations of result interpretation, maintenance, component replacement, error codes, and troubleshooting the reported issue. Based on the investigation no product deficiency was identified for either the architect, sn (B)(6), or the bellows, bellows only (rohs) part number 2-89054-02.